Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed. Medical records were provided and reviewed by a hcp, but did not note any pain or mobility issues post implantation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 184508, femoral component, lot # 318040; 141314, finned pri stem, lot # 255700; 141273, tibial tray, lot # 834180; 184764, patella, lot # 470450; ep-183640, bearing, lot # 464570. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04681, 0001825034-2019-04682, 0001825034-2019-04684, 0001825034-2019-04694, 0001825034-2019-04688.

Event description:
It was reported that approximately 5 months post revision, the patient has continued to have pain and difficulty with ambulation interfering with daily life. Attempts have been made and no further information has been provided.